Event description:
It was reported that the patient was diagnosed with cardiac syncope. Rv lead fracture resulting in noise was suspected. The ICD detected the noise as a vf event and no hv pacing was delivered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.